Manufacturer narrative:
The recipient reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Consent to analyze the explanted device cannot be obtained. Legislation has prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. Advanced bionics cannot obtain anymore information due to patient privacy laws. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
No further details regarding the explant will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly explanted for medical reasons. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.